Event description:
Clinic notes for the patient were received and reviewed. The last settings for the patient were provided. During follow-up for reason for generator replacement it was indicated that the replacement was prophylactic. Additional information was later received that the patient's mother reported an increase in seizures and was concerned about the battery life. Implant card was received indicated the patient received a generator replacement. The facility the replacement took place at is known to be a no return site, therefore the explanted device is not available for return. During follow-up with the nurse practitioner, it was noted the event was never reported to her or the neurologist, therefore no assessment is available on what could have caused the increase in seizures. She noted when the patient was last seen, the patient was doing fine at the time and the battery was still working. There was no indication the battery replacement was related to the reported increase in seizures. No additional relevant information has been received to date.